Event description:
After left knee replacement surgery by dr. (B)(6), I experienced the above symptoms. I was in a rehab center for 20 days then did 3 months of outpatient pt. I still have pain, 4 years later, and I have consulted 2 additional orthopedic surgeons. One offered to remove the knee cap, which was left in, but did not feel it would offer any relief. However, my research indicated that I may have patellofemoral disorder, resulting from the surgery. The second doctor, (B)(6) 2017, only commented that he had not seen this implant for quite a while. An additional complaint is the weight of this implant in my left knee. Sometimes I feel as if the implant is too big for my leg or too heavy for my leg. This is because when I sleep at night, I roll over and the weight of that left leg falls on my right leg and it wakers me up since it feels quite heavy. I can also feel a difference when I am taking steps as I walk and I cannot use this leg to step up, as it does not support me. I now must have the right knee replaced and do not feel that I have the strength in my left knee to support my rehabilitation. My frustration includes the fact that today I am suffering not only knee pain from both knees, but I believe that since I have been "over using" the right knee/leg - compensating for the left knee pain - it may have contributed to an inflamed achilles tendon in my right ankle/leg. The issue started in (B)(6) 2017. After seeing two orthopedic ankle doctors, I am currently in an air cast for walking and getting physical therapy for the ankle. Another point perhaps worth mentioning is that when I woke up from surgery, ((B)(6) 2013) I found my left leg in an exercising machine which kept it constantly moving back and forth. I had severe pain in my left hip from this motion and had to send my husband to get a nurse to stop the exercise machine. That pain comes and goes periodically and I was told that it is bursitis in that left hip, which started the day of the surgery. Severe pain, swelling, burning sensation on knee which had a depuy implant on (B)(6) 2013. Pain radiates up the thigh. Have consulted my surgeon as well as two other orhoto. Surgeons. Ref # (B)(4) lot # 403426 tibial insert rotating platform rp aox std 10 mm. Ref # (B)(4) lot # 4679022 tibial tray rotating platform mbt cone size 3, cemented. Ref # (B)(4)lot # 4730810 primary femoral cemented.